Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. H6: proposed code: mechanical (g04) - stem. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately 10 years post-implantation due to implant stem breakage. Attempts have been made and no further information has been provided.